Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient had difficulty for the past month charging the device. The patient had a hard time using the belt, and the belt caused itching. To get good coupling bars, the patient uses a panty or holds it in place using her hand. The patient reportedly would get all coupling bars, then gradually decreased, and then no coupling bars. No falls or trauma reported. The patient felt like the implantable neurostimulator (ins) was splitting in half, and ¿felt like it was broken.¿ the patient reportedly felt the shocking sensation during charging when the coupling bars disappeared, but not when they were present. The patient had an office visit with the health care provider scheduled on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3998, lot# v034832, implanted: (B)(6) 2007, product type lead; product ID a01411002, product type recharger. (B)(4).